Manufacturer narrative:
Concomitant medical products: product ID: 3708660, implanted: (B)(6) 2014, product type: extension. Product ID: 3389-28, implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. Impedances on all right lead contacts were greater than 40,000 ohms. No external factors were reported that may have led or contributed to the issue. The right subthalamic nucleus (stn) lead was programmed to c+, 8-, 9- at 2.3 v amplitude, 60 microsecond pulse width and 180 hz. No interventions had been taken. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional review indicates that information from manufacturer¿s report #(B)(4) was already reported in this report (B)(4). Any additional information regarding that event will be submitted as a supplemental submission to this report. Product ID 3708660 lot# implanted: (B)(6)2014 explanted: (B)(6)2018 product type extension product ID 3389-28 lot# unknown implanted: (B)(6)2014 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high impedance was measured on the right side of the patient's system. The impedance was measured during an explant procedure and it was determined that the extension was damaged. The right extension was explanted and replaced. The issue was resolved at the time of the report. There were no symptoms reported. No further complications were reported or anticipated. Additional information was received. The cause of the damaged extension and high impedance were unknown. The patient had a revision surgery on (B)(6)2018. The right extension was explanted and a new one was implanted. The revision resolved the high impedance problem. The patient was fine.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the cause of the high impedance was not determined. The therapeutic effect was a little bit worse as a result of the high impedances. It was noted that maybe there would be an operation to resolve the event. The physician expected to have more information at a later date.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D11: product ID 3708660 lot# serial# (B)(4) implanted: 2014 (B)(6) explanted: 2018 (B)(6) product type extension product ID 3389-28 lot# unknown serial# implanted: 2014 (B)(6) explanted: product type lead: analysis of the extension (serial: (B)(4): conclusion code 11, result code and method code no longer apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the extension (serial: (B)(4)) found that the extension conductors were fractured 13.7 cm from the proximal end. The complete extension was received in two segments for analysis. The outer insulation was damaged/degraded, and there was a cosmetic depression on outer insulation. Inspection of the conductor ends verified that the extension was cut 16.6 cm from the proximal end. Electrical testing determined that the continuity of the conductors was not complete in the proximal segment. Electrical testing determined the continuity of the distal segment conductors was complete. There were no shorts observed between the conductors of both segments. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.